Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a leak was noted at the plastic distal end cover. A kink was found inside the bx channel and a crack was noted on the bending section cover. Furthermore, deep scratch and chips were noted on the edge of the light guide lenses. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user reported that part of a wire was found in the channel of the evis exera ii duodenovideoscope during receipt inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section. Three attempts were performed to obtain additional information, but no response was received from the customer. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the event was likely caused by endo therapy accessories, such as guide wire, which were broken due to forcible device handling by the user and caused a part of the accessories remaining inside the biopsy channel. Additionally, the biopsy kink issue was due to the forcible handling of the device. Occurrence of the suggested event can be reduced or prevented by handling the device in accordance with the following instructions for use: when inserting an endotherapy accessory, hold it close to the biopsy valve and insert it slowly and straight into the biopsy valve. Otherwise, the endotherapy accessory and/or biopsy valve could be damaged. Be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. Olympus will continue to monitor field performance for this device.